Event description:
Patient reported obtaining back-to-back blood glucose results of 544 mg/dl and 212 mg/dl on the advantage system. Patient indicated that therapy was not modified based on this value. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the active system. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.